Event description:
Groshong port inserted in 2008. At about 2 months later, patient had additional surgery and unable to access port in pre-op. In the next day, patient had u/s guided vascular access which showed a fracture of the catheter near the port reservoir. Catheter had migrated into the pulmonary artery. Tip retrieved without incident. Catheter also removed by interventional radiology in the same day.